Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize the filled cartridge and pushes out all of the insulin during the load step. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): evaluation revealed that the pump continued to force out all fluid when the load step was activated and the pump alarmed no cartridge detected. The pump was opened to investigate and there was a solder issue found on the force sensor component.